Event description:
As reported on (B)(6) 2013, by the user to angiodynamics customer service the "flex portion of the shaft broke" during the procedure. The case was completed with another same device. No portion of the device was left in the patient and the patient was observed stable with a successful outcome. Currently the patient's condition is noted as normal and no other harm or injury were reported due to this product problem.

Manufacturer narrative:
Angiodynamics has requested the return of the device for evaluation. The user manual, which is supplied with this device contains the following warnings and pre-cautions: "do not twist or exert high forces on the device while it is deployed in the tissues. This may cause the needles to break and remain in the tissue. For semi-flex talons: over bending of the trocar to a radius smaller than 5cm beyond a 90 degree curvature and/or kinking the device can damage the trocar and cause patient injury. Do not bend or kink the trocar or the needles. This may cause damage and result in a non-functional device." An investigation into the root cause of this incident is currently in progress. The results of the investigation and any follow up will be sent via a follow up medwatch.